Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a transcutaneous baha implant system. During the procedure, the abutment was removed and a magnet placed on the internal fixture and skin excision was performed to remove granulomas tissue. Following the procedure, the patient was treated with an antibiotic ointment.

Manufacturer narrative:
This report is submitted on aug 15, 2019.

Event description:
Per the clinic, the patient initially experienced skin issues at the abutment site that required skin debridement. At a later stage it was noted that there was an infection at the abutment site requiring oral and topical antibiotics.